Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: lens was returned dry, in a lens vial. Visual inspection found the lens optic torn, clear residue on lens and one piece of haptic is stuck in lens vial. The lens was returned in four pieces. Epiphany injector system was returned, stuck in lens vial. Visual inspection found the cartridge tip damaged and the plunger bent. Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cq2015a, +18.5 diopter, three piece collamer lens was damaged during loading. The epiphany injector system was used. The damage was not noticed until the lens was partially implanted in the eye. The lens was removed with no patient injury. There was no enlargement or widening of the incision to remove the lens and there were no sutures needed. The back up lens was loaded and inserted without any problems. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.